Manufacturer narrative:
The device was received for evaluation; additional info will be submitted once the quality investigation is completed.

Event description:
The system 6 non-sterile battery was sent for evaluation due to overheating during the charging cycle. There was no pt involvement and no adverse consequences associated with the device.